Manufacturer narrative:
Concomitant medical products: product ID: ddmb2d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and reviewed. High/undefined defibrillation coil impedance was observed as well as pacing lead impedance warning on the right ventricular (rv) leads. Far-field oversensing and oversensing were noted on the atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.